Event description:
It was reported that the latitude monitor had a high impedance alert for this system. The low energy shock impedance was 215 ohms. A little over three years ago, the device implant impedance was 150 ohms. Technical services advised to x-ray the system to check for integrity. The doctor elected to explant the entire system and replace it with a transvenous system. There were no additional adverse patient effects.